Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed magnesium result on the architect c8000 analyzer. The following data was provided: sid (B)(6): initial less than 0.7 mg/dl, repeat 2.0, 2.1. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the peristaltic head tubing (rohs) (part number 7-35009685-02). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.